Event description:
It has been reported to company that a vessel dissection was noticed, after the occlusion balloon was removed from the pt's coronary artery without being deflated per the instruction for use. The physician inserted the occlusion balloon wire and stent delivery system into the pt. The physician did not inject dye to verify the location of the occlusion balloon. The company sales rep advised the physician to assure that the occlusion balloon was locatied in a saphenous vein graft and not the native vessel. The physician proceeded without visual evaluation of the balloon's location and continued the procedure. The physician placed the stent, without the occlusion balloon inflated and without verification of location. The floroscope c-arm had been moved and the physician was encouraged again to inject dye to verify the location of the balloon as the comparison picture was a different angle. The physician did not verify the balloon's position angiographically and told the technician to inflate the occlusion balloon to 4mm to occlude the vessel. The rep again cautioned the physician that the device had to be in a saphenous vein graft and not a native vessel. The rep thinks that the physician was in the native vessel because the device was visually so distal. The physician proceeded to inflate the stent delivery balloon. At the time of the post inflation of the stent delivery catheter balloon, the pt started having difficulty tolerating the occlusion and blood pressure started to drop. The physician pulled the entire ptca system out of the pt and did not take time to deflate the occlusion balloon, and as a result, damaged the vessel. Blood flow in the patient's vessel stopped. The physician attempted to stabilize the pt to re-establish flow to the pt. The physician was able to re-establish some flow but the vessel was perforated. The rep looked at the device after it had been removed from the pt and the balloon was still inflated to a 4mm size.